Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all profile devices were on critical override. A technical support specialist remotely accessed the customer server, logged into the pyxis server, found multiple stations in critical override, and ran a script for server downtime to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all profile devices were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this incident.